Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the refrigerant delivery path was obstructed. The balloon catheter, coaxial cable and electrophysiology (ep) were replaced without resolve. The procedure was aborted and the patient was under general anesthesia. It was further reported that test injections was completed and multiple system notices had occurred indicating that the safety system detected a high level of refrigerant flow and stopped the injection. Also, the injection was stopped because the cryomapping temperature exceeded the preset value by more than fifteen degrees and the safety system detected fluid in the catheter and stopped the injection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: console parts were returned and analyzed. Visual inspection of the cpu board showed that the board was intact with no apparent issues. Also, the returned compact flash and usb were inspected and assembled to the returned cpu board. The cpu was assembled to gen v console. The console passed the power up test without issue. Following a warm up time of 30 minutes, the console along with balloon test catheter passed the mechanical performance test. Several applications and power up tests were performed without any issue. In conclusion, the cpu board, usb drive and the compact flash passed the returned product inspection as per specification. The console was tested and deemed appropriate for clinical use after repairs.

Manufacturer narrative:
Event summary: the patient data files confirmed the system notice received indicating that the refrigerant delivery path was obstructed at the application one, three and five. It was also confirmed that the system notice indicating that the safety system detected fluid in the catheter and stopped the injection at application two and did show the system notice indicating that the injection was stopped because the cryomapping temperature exceeded the preset value by more than fifteen degrees. The data files confirmed the system notice indicating that the safety system detected fluid in the catheter and stopped the injection at application one and also confirmed the system notice indicating that the refrigerant delivery path was obstructed at application two and three. Service conducted test ablations with focal and balloon catheters. The first two ablations were performed with a freezor max catheter and on both ablations issues were encountered indicating that the refrigerant delivery path was obstructed. The pressure on the high pressure regulator gauge was fluctuating up and down by 20psi during the ablation. Two additional ablations were performed an arctic front advance 28mm balloon catheter. The flow and pressure values achieved during the ablations were within tolerance. The high pressure regulator, low pressure, and low pressure regulator gauge were all replaced to stabilize the flow and pressure in the system. The low pressure regulator was re-calibrated. The nitrous oxide tank was also replaced. Several more ablations were conducted no more issues were encountered. In conclusion, the reported issues have been confirmed by field service engineering and through data file analysis. The cryoconsole 106a3 / (B)(4) failed the inspection due to a defective high pressure regulator, low pressure, and low pressure regulator gauge. The product issue reported (system notices 50012, 50030, 50016, and 50005) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.